Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) lead was replaced two days after implant after exhibiting capture only at high pacemaker output voltages. A micro-dislodgement was suspected. A lead revision was scheduled, but due to the pt's pacing dependency, and this lead not exhibiting capture with an external pacer during the procedure, the physician elected to implant a new rv lead and explant this lead. No adverse pt effects were reported. Return of the explanted lead has been requested. As no additional info concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional info be provided or if the lead is returned for analysis.